Event description:
A physician reports an 86 yr old female developed increased intraocular pressure following cataract surgery using healon 5 viscolastic. Her pre-operation intraocular pressure is unk, but visus was reported "finger counting". On 12/21/98, she had cataract surgery using healon 5 (eye unk). Post-operation her intraocular pressure increased to 48 mmhg. An anterior chamber lavage was performed twice. The first procedure resulted in no reduction of intraocular pressure. (Presumably the second resulted in reduction of intraocualr pressure. The outcome is unk. The reporting physician assessed the causality relationship of the event to healon 5 as probable and admits iatrogenic damage.